Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose. The customer also reported being hospitalized for low glucose level below 50mg/dl. The customer did have signs of weakness and shaking. Troubleshooting was performed. The bolus history, basals, time, and daily totals were correct. Ran a displacement test and the device passed the test successfully. No further info was provided.